Event description:
During stent placement, two different guidewire tips broke off inside of the patient's body, in the coronary artery. The wire tips were not retrievable and were left in the patient.